Event description:
During an open reduction internal fixation of the right distal femur, the synthes liss guide wire (2.0 kirschner wire, 280mm) tip broke off in the patient's femur. The surgeon was unable to retrieve the tip. The synthes representative was notified of this occurrence at the time, but no follow up by the representative was documented or recalled at this later date.